Event description:
Reportedly, three (3) days after the surgery, the staples forming the anastomosis did not hold and the anastomosis was compromised. A reoperation was performed to complete the anastomosis. No add'l info.